Event description:
Reporter reported that a minicap was loose, and dropped to the floor. When the minicap was connected with the patient's transfer set, as time goes by, it gets loose and sometimes falls down. No injury or medical intervention was reported.

Manufacturer narrative:
Batch review requested.